Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the front panel of the high flow insufflation unit sometimes appeared black after the device was powered on. The issue was identified during reprocessing. The intended procedure was reported as laparoscopic surgery and was completed using the same equipment. No adverse effects to patient reported.

Manufacturer narrative:
The device has been returned to olympus for evaluation. During testing, the reported issue (intermittent display) was not confirmed. During testing, the device was found to have a faulty pressure sensor and pressure sensor circuit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.